Event description:
On (B)(6) 2016, the patient was implanted with an aortic excluder aaa endoprosthesis (c3) (rmt311415/ 14694501) and four gore excluder® aaa endoprostheses (item and lot unknown) for the treatment of abdominal aneurysm. The device was accessed from the left femoral artery via a 20fr sheath and advanced firstly to the superior border of the right renal artery bifurcation. In the meanwhile, the intraoperative angiography indicated that the bifurcation of left renal artery was lower than that of the right renal artery, so the physician advanced a guide wire in the left renal artery in case a snorkel was needed. During repositioning of excluder® device by constraining the proximal end of the trunk then retracting distally to the target lesion, it was stated the device happened unintentional premature deployment, which resulting in fully coverage of the left renal artery and half coverage of bifurcation of the right renal artery. It was stated the physician attempted to pull down the device to the target lesion by a balloon but failed. A snorkel with a bare stent was therefore performed in the left renal artery, however, a trauma on collateral vessel of the left renal artery happened during implantation of bare stent, so a coiling was taken to fix the trauma. An intro-operative angiography reportedly indicated still having blood flow into the right renal artery, so no further action on the right renal artery was taken. There had no reported complications by the date of report.

Manufacturer narrative:
(B)(4). The review of the manufacturing records verified that this lot met all pre-release specifications. Per the gore® excluder ® aaa endoprosthesis(c3) instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement.

Event description:
On (B)(6) 2016, the patient was implanted with an aortic excluder aaa endoprosthesis (c3) (rmt311415/ 14694501) and four gore excluder® aaa endoprostheses(item and lot unknown) for the treatment of abdominal aneurysm. The device was accessed from the left femoral artery via a 20fr sheath and advanced firstly to the superior border of the right renal artery bifurcation. During repositioning by constraining the proximal end of the trunk then retracting distally to the target lesion, it was stated the device happened unintentional premature deployment and partially covering around the half of bifurcation of right renal artery. The physician attempted to pull down the device to the target lesion by a balloon but failed, an intro-operative angiography reportedly indicated still having blood flow to the right renal artery, so no further action was taken. There had no reported complications by the date of report.